Event description:
A journal article was reviewed that contained information regarding this device. It was reported that the patient presented with "dizzy spells." The device was reprogrammed, but the dizzy spells continued. Also reported in the article, the device was "withholding back up pacing." Reprogramming was done again and the patient's dizzy spells ceased. It was observed that the default setting is not always the best programming for certain patients. The device status is unknown. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Since no device ID was provided, it is unknown if this event has been previously reported. Without a lot number or device serial number, the manufacturing date cannot be determined. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. All information provided is included in this report. Referenced article: "ventricular asystole due to inhibition of ventricular backup pacing by a dual chamber pacemaker: possible pitfalls of default settings." Netherlands heart journal: monthly journal of the netherlands society of cardiology and the netherlands heart foundation.18(6):323-326.